Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert and was suspected of exhibiting premature battery depletion (pbd). Patient possibly heard beeping from device. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. Currently, the device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert and was suspected of exhibiting premature battery depletion (pbd). Patient possibly heard beeping from device. Technical services (ts) analyzed device disk data and recommended replacement. No adverse patient effects were reported. According to additional information received, this device was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.